Manufacturer narrative:
It was reported that the patient noticed bent pins on the battery connector. The battery, (B)(4), was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event could not be confirmed as the unit was not returned for analysis; it was not possible to confirm the alleged "bent pins" on the battery connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient noticed bent pins in their battery connector. The battery was removed from service. There was no impact to the patient.